Manufacturer narrative:
Per the sales rep, this patient's fascia was the thickest he has seen so far. The needle was hitting the fascia and bouncing off. The doctor was pushing the needle in and out, but when he pushed in the fascia was redirecting the needle and loading some side pressure. The microtip was not returned for eval. Per (B)(4) test report to verify durability of the microtip under various simulated conditions, it has been demonstrated that the tx1 microtip functions safely and effectively under normal use conditions. Only in extreme conditions does tip breakage or separation occur, such as where continued reciprocal side load force is applied to the tip of the tx1 microtip. The sales rep present during the procedure stated there was a side load pressure on the needle as the microtip was pushed in. The cause for this unit failure has been determined to be customer misuse. A review of the DHR for lot 17013-02 was reviewed. The units met mfg specifications when released and there were no issues related to the complaint. A review of lot history and console history was not performed because it was determined the unit failure was due to customer misuse.

Event description:
Eighth case and needle broke off during case. Needle fell out of housing and landed on field when he put it down to check foot with ultrasound. Replaced handpiece and finished case.